Event description:
A pt reported blood glucose results of "0 mg/dl, 7mg/dl, and 48 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The technique of applying blood on the test strip was correct. The pt had been cleaning the meter according to the owern's booklet. The test strips were not expired; however, the membrane of the test strip was discolored (pink). Customer care agent (cca) sent the pt replacement test strips.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for eval, but has not yet rec'd themt. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.